Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 2.50x16mm stent delivery system was returned for analysis broken into 2 sections with the distal section returned on a mandrel. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter (od) was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found a break at the wire exchange port 117.5cm distal from distal end of strain relief. An inner shaft polymer extrusion kink was identified 10.2 cm proximal from distal end of stretched tip. A visual and microscopic examination of the tip found tip damage. The tip appeared stretched. The distal section of the device was returned with a mandrel extending from the tip. The mandrel was stuck in the device. It appeared to be stuck due to damage to the tip. The od of the mandrel was measured and the result was in specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15-feb-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 12mmx2.5mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient status was stable. However, returned device analysis revealed shaft polymer extrusion detached/separated.